Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The motor was tested outside of the device and passed. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4). .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got hospitalized due to high blood glucose on april 21, 2019 with blood glucose of 252 mg/dl at the time of the incident. The customer stated the pump was giving basals but was not recording anything. The customer was at 104 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. The customer stated their pump was malfunctioning and may have been exposed to strong magnetic fields at the hospital. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.